Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of damaged probe strain relief is confirmed. The cable has been pulled away from the strain relief boot cover which has the wires are now exposed. The root cause of the reported failure was identified as use-related. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm - cord pulling away from strain relief. 07/27/2021 evaluation of the sample found the wires to be exposed.